Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to connect with external devices following a procedure where surgery mode was enabled. Troubleshooting was attempted with no success. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.